Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug eluting stents were implanted in the 2nd diagonal. Approximately 2 months post index procedure, patient suffered nstemi and was treated with a pci. It is reported that the non stemi was not related to the target vessel. Investigator assessed that event is not related to the study device. Cec assessed the event as a non q wave mi (vessel unknown), mdt extended historical spontaneous.